Event description:
It was reported that the patient presented in clinic for routine follow-up. An interrogation of the device revealed loss of capture exhibited by the left ventricular lead. The patient was scheduled for a lead revision, where fluoroscopy showed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.